Event description:
It was reported that the "glue" came off of the tubing and arterial blood "squirted" everything in the room. Doctor confirmed that there was no harm to the patient or anyone in the room at the time of this event. Returning device. Letter to (B) (4), supply chain mgr., copy (B) (4), sales rep..

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) vamp adult kit. Tubing was completely detached from solvent bond joint with sample site. Indication of bonding solvent was present at most part of tubing bond area. Tubing o.d. Was measured .141" near the point of detachment. Spec. Is .141"+/-.002" per drawing (B) (4). (B) (4)